Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. The following information was provided by the initial reporter: the initial reporter identified a particle in one of the syringes which excluded the particle coming from the stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. The following information was provided by the initial reporter : the initial reporter identified a particle in one of the syringes which excluded the particle coming from the stopper.

Manufacturer narrative:
H.6. Investigation: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The fourier transform infrared spectroscopy (ftir) report provided by the customer was evaluated. For sample #(B)(6) it could be paint, charcoal is used for the color black. For sample # (B)(6) this is more complex since it has many compounds, however polyisoprene is a natural rubber, if it is combined with sulfur it forms materials like latex. In conclusion, it is not possible to define if it could come from some of the materials used by the plant without the physical samples. H3 other text : see h.10.